Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. The device failed during evaluation with no patient involved.

Manufacturer narrative:
(B)(4). The homechoice device was returned and an evaluation was completed. A service history record review were performed and revealed no issues that could have caused or contributed to the reported problem. The device failed returned instrument testing evaluation (rite) electrical testing due to earth leakage and failed rite functional testing due to a power failure. A visual inspection was performed and failed due to fluid intrusion and blown power entry fuses. Upon conclusion of the investigation, the cause of the failure was determined to be malfunctioning pump assembly due to fluid intrusion. The device will be scrapped. This issue will be further investigated through a CAPA. Should additional relevant information become available, a follow-up report will be submitted.